Event description:
During the focal right tachycardia procedure originating from the lateral tricuspid annulus, an audible steam pop occurred resulting in a cardiac perforation which required a pericardiocentesis. During the procedure, an increase in impedance occurred and a transthoracic echocardiogram was performed. Which revealed fluid in the lateral right atrium (ra). Protamine was administered and a pericardiocentesis was performed. The patient's vital signs stabilized and the effusion diminished. The physician believes a steam pop occurred in a weak/thin area of tissue, leading to the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.